Event description:
It was observed during the device inspection, that the cystonephrofiberscope exhibited detachment of the forceps channel port. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. The event can be detected/prevented by following the instructions for use which state: instructions: oes cystonephrofiberscope. Olympus cyf-5a. Important information ¿ please read before use. Warnings and cautions: ¿ do not apply shock to the distal end part of the endoscope. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.